Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a morbid obesity gastroplasty by video procedure, the doctor complains about the stapler load. Staples line is not being well formed; much liquid is leaking. The doctor performed manual suture. Delay of the procedure for approximately twenty minutes. There were no adverse consequences for the patient reported.